Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs. Two of the three sensors were received with the needles bent. Unable to confirm that the customer received the needles damaged as they were returned opened/used.

Event description:
The customer reported blood at the insertion site from the sensor. The customer also bent the needles during insertion. Assisted the customer with a sensor insertion during the call. After the insertion, the customer's blood glucose levels dropped to 46 mg/dl. The customer treated with orange juice, but her blood glucose remained at 46 mg/dl fifteen minutes later. The customer stated that her husband would monitor her blood glucose levels and take her to the hosp if necessary. Nothing further was reported.